Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The pt indicated that the alleged issue started at 8:30 am. He reported the following blood glucose readings: "350, 358, 400, 325, 323, 336, 357, and 288 mg/dl." However, the actual date(s)/times of the reported results were not provided. At 9:00 am that same day, the pt administered self-care by taking an extra tablet of glyburide. At an unspecified time after 9:00 am, the pt claimed that he developed symptoms of shakiness and lightheadedness. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, if he tested his blood glucose while feeling symptomatic, what the pt's last meter reading was before the symptoms started, and when the last test was performed prior to developing the symptoms. The pt reportedly performed a control solution test that failed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.